Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 30.6 mmol/l (system 1) and 12.8 mmol/l (system 2). No adverse event reported. It is unknown which meter used test strip lot number (497043) or if the same test strip lot number was used for both meters. Return of the suspect device was requested for evaluation.